Event description:
It has been reported to us that a dissection was noticed during the procedure. The physician was using the guide wire with a stent and successfully placed the stent into the right coronary artery. The physician inserted the dilitation balloon and dilated the vessel. The physician attempted to remove the dilatation balloon and felt resistance. The dilatation balloon and the guide wire were stuck together. The devices were removed together from the pt. The physican injected a dye shot to inspect the vessel and observed a dissection of the vessel. The decision was made to send the pt for a surgical procedure. The pt is reported to be fine.